Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device sustained a cracked screen after being dropped, consistent with a device physical damage issue affecting the display component, and the user transitioned to backup therapy while awaiting a replacement. Symptoms included no reported adverse clinical effects or abnormal blood glucose outcomes. Outcomes included no injury, no hospitalization, and uninterrupted use of the user¿s dexcom cgm with phone or receiver during the interim. Investigation included collection of event details, replacement logistics, and return and inspection planning. Investigation of this case revealed device damage due to accidental impact, aligning with a broken or cracked screen on the user interface component, with no functional bg impact reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device malfunction.